Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, the account did not provide any information regarding the returned device. A conclusive cause for the observed damages (tear, stretching, leak, and damaged shaft) could not be determined; however, it is possible that interaction against resistance with a guide wire contributed to the noted tear. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported an unknown issue occurred with the 3.50x12mm rx xience skypoint stent delivery system. No additional information was provided. Return device analysis noted the guide wire exit notch was torn. The device would not inflate, and fluid was leaking from the noted tear in the guide wire exit notch.